Event description:
It was reported to philips that there was a power distribution issue, repaired power cable on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power cable and passed the functional check. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).